Event description:
It was reported that a dexcom g7 continuous glucose monitor paired to the ilet pump failed to provide readings and could not maintain connection, displaying a ¿replace sensor now¿ alert and repeated prompts to start or re-pair the sensor, consistent with intermittent communication failure involving the antenna/electrical-magnetic componentry. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, associated with the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.